Manufacturer narrative:
Per the user guide: calibrate your cgm at least once every 12 hours. Calibrating less often than every 12 hours might cause sensor glucose readings to be inaccurate and glucose alerts to become unreliable. This could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 385 mg/dl, and the meter bg reading was 100 mg/dl. Customer reported not to have calibrated the cgm. Customer used the cgm bg reading to calculate a bolus. Subsequently, customer over corrected and bg lowered to 40 mg/dl. Food was consumed to elevate bg. Customer went to the emergency room and was admitted to the hospital. Customer¿s bg was monitored using bg meter, and manual insulin injections were administered. Low bg was resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer¿s cgm values were accurate at the time of the report.